Event description:
Coiling treatment of a left mca aneurysm. It was reported that the coil broke off during delivery. Approximately 1/3 of the coil was reported inside the aneurysm, and the rest of the coil was down in the ica and eca. No patient injury reported.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was implanted in the patient.